Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was evident to the distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to harden blood in guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis. The device was not inspected. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred inside the patient body. It was reported that the stent platform broke when the doctor pushed the stent inside the patients body. The patient is alive with no injury.